Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to cath lab for device change-out procedure. High definition fluoroscopy was performed and showed externalization conductors on the right ventricular lead. Slight increase in threshold was noted. Physician decided not to change the lead. The patient tolerated procedure well and was stable pre, during and post procedure. The patient will continue to be monitored remotely.

Manufacturer narrative:
The reported event of increased threshold and noise was not confirmed by analysis. Final analysis of a partial lead returned measuring 21.4 cm found external insulation abrasion at 19.0 -19.2 cm from the connector pin breaching the re cable lumen, consistent with lead friction to the device can. The etfe coating was intact at this location. The exposed outer coil is consistent with the observation from the field of noise.

Event description:
New information received indicated that non-sustained right ventricular oversensing was observed on a remote transmission. Upon further review, it was believed that the right ventricular lead exhibited noise. The patient was later seen at the clinic and isometric maneuvers showed a small amount of noise with deep breathing. It was also noted that the threshold had increased. The patient was admitted to the hospital for lead replacement. The patient was asymptomatic and stable. On (B)(6) 2020, lead replacement was performed. The left subclavian vein was blocked, and the physician attempted to gain access but was unsuccessful. The lead was cut and capped, and a new rv lead was implanted in the right subclavian vein. The patient tolerated the procedure well and was stable pre, during and post-procedure.